Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what date was the band removal? (B)(6) 2021. What was the reason for the band removal? Patient reported bouts of abdominal pain which she believed were caused by the band. Was the removal of the foreign body an additional procedure? Yes. Was the foreign body that was removed a component of the band? Yes. Had the patient been experiencing problems with the band? If so, please describe? Patient reported abdominal pain that she believed was from the band. Has it been determined/confirmed that the patients¿ symptoms were directly related to the band? No clinical determination that the patients¿ symptoms were related to the band. What date was the band implanted? (B)(6) 2011.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. Related report: mw5153743. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number zmfbbf, and no non-conformances were identified. Manufacturing date: april 28th, 2011. Expiration date: march 31st, 2016. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
Per user facility medwatch form, #mw5153743, there was a removal of retained foreign body. It was a post removal of ethicon gastric band. Diagnostic laparoscopy removal of foreign body.